Event description:
It was reported that a spectrum pump displayed "system error 105" during therapy (medication, programmed amount and delivery rate unk). It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the "system error 105", which was reproduced while running a loaded set. "System error 105" was confirmed and caused by a loose gear on the motor. The failed motor assembly was replaced.